Manufacturer narrative:
Patient's weight: (B)(6). (B)(4). According to the complainant, the stent remains implanted and the delivery system was disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 than an endoscopic epic biliary stent has been implanted to treat a malignant metastatic lesion in the left intrahepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, during delivery system removal, the inner catheter broke. The broken inner catheter was stuck in scope, locked in elavator and was removed. No piece of the catheter was left inside the patient. Reportedly, the procedure was completed with this device. There were no patient complications reported as a result of this event.